Event description:
Reportedly, noise oversensing from unknown origin was observed on both atrial and ventricular channels. Preliminary analysis revealed that some episodes recorded in the device memory showed non-physiological signals on both atrial and ventricular channels, which could be due to electromagnetic interferences (emi) and/or myopotentials. The beginning of atrial and ventricular leads issues could not be excluded.

Event description:
Reportedly, noise oversensing from unknown origin was observed on both atrial and ventricular channels. Preliminary analysis revealed that some episodes recorded in the device memory showed non-physiological signals on both atrial and ventricular channels, which could be due to electromagnetic interferences (emi) and/or myopotentials. The beginning of atrial and ventricular leads issues could not be excluded.